Event description:
On (B)(6) 2022, the user said that the device had abnormal sound and frequent interruption. The implant was tested, which was working normally, then external devices were changed and debugged many times, but the issue of sound interruption was not resolved. After two months observation, there was no improvement. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory with frequent interruptions; however, no technical problem could be detected, which would account for the reported issues. This is a final report.

Event description:
On (B)(6) 2022, the user said that the device had abnormal sound and frequent interruption. The implant was tested, which was working normally, then external devices were changed and debugged many times, but the issue of sound interruption was not resolved. After two months observation, there was no improvement. The user was re-implanted.